Event description:
It was reported that during a follow up session, device interrogation revealed some episodes of true vt which were undersensed. Patient condition was good after the event. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.